Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm but it ruptured upon second inflation at 10atm. The procedure was completed with a different device. There were no complications reported.